Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: approximately three months after the initial surgery that had taken place on (B)(6) 2013, plate breakage was discovered during a regular medical checkup on (B)(6) 2014. Because the patient was in the middle of bone healing, the surgeon had refrained from immediate action at that time and later performed the removal of the plate on an unknown date during (B)(6) 2014 at another hospital. There was no problem with the bone healing at all. The patient had applied the brake suddenly with affected leg because the patient's car was rammed by another car. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided. Explant date was reported as an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.